Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was chipped at the top. The customer's blood glucose level was unknown. The customer also reported that the battery compartment was cracked or chipped. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.